Event description:
A malfunction alarm was reported, indicated by malfunction code 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur thereafter. The customer was informed to continue using the pump and advised to call back if the issue reappeared, which they acknowledged and understood.